Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The reported blood glucose reading was 418 mg/dl. It was stated that the customer's blood glucose levels were normal once she was put on an insulin drip, but as soon as she went back on the insulin pump, her blood glucose levels elevated. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was one hour off. The insulin pump passed the prime and high pressure test. Nothing further was reported.